Event description:
It was reported that the leads migrated leading to losing efficacy. The patient underwent a lead repositioning procedure. Patient is happy postoperatively. Coverage has improved. No other product was used or removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7087348 UDI: (B)(4).